Event description:
It was observed that during the device evaluation, the surgical scope bending section was detached. There was no patient involvement.

Manufacturer narrative:
The device was evaluated. Based on investigation results, the reported issue was confirmed. Probable cause based on reasonably known information based on device evaluation was due to physical stress, component failure. Olympus will continue to monitor field performance for this device.